Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose (bg) level of 450 mg/dl. The customer was treated with intravenous fluids of saline and insulin to address bg level. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, an occlusion alarm had occurred. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.